Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. D4: lot: 5733103.

Event description:
Additional information received on 16dec2020 reported that the patient experienced mixed stress and urge incontinence, and mesh exposure. As of on (B)(6) 2018, the patient experienced approximately 2 cm urethral sling mesh exposure in the left lateral fornix. Transvaginal mesh excision under general anesthesia. Recurrent sui.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
As reported to coloplast, though not verified, the patient experienced serious bodily injuries, including but not limited to, foreign body reaction, pain, dyspareunia, difficulty voiding, difficulty emptying bladder, burning sensation, infection, and other injuries. The patient sustained permanent injury and likely will undergo future medical treatment and procedures.